Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected pump error 53 or 4 alarm noted during testing or in the pump down load history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that the insulin pump was able to complete the rewind. The customer was advised to check insulin pump settings for accuracy. The customer was advised to remain disconnect and was advised to program 0.2-unit fill cannula into air to determine if delivery is successful and 0.75 units was successfully delivered. It was reported that they had insulin pump error alarms and delivery stopped. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.